Event description:
It was reported that during follow-up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Subsequently, the patient presented to the clinic after receiving a notifier for non-sustained lead noise due to myopotential oversensing. Noise was not reproducible with isometrics. Additional programming changes were made. During the next follow up, post-paced t-wave oversensing was once again observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.